Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, and yellow particle in the surface of the shell. Leak test was performed, and found opening on anterior. A microscopic analysis was performed which identify, striated opening in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.